Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump would not allow customer to progress pass the fill tubing portion of the loading process. No adverse impact to customer's blood glucose. Reportedly, customer loaded a new cartridge and resumed insulin therapy.